Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, the right ventricular lead exhibited high capture thresholds. The lead was capped and replaced during the procedure. There were no complications during the procedure. The patient was in stable condition post surgery.